Manufacturer narrative:
This follow-up report is being submitted to relay additional information.   An arcos 3.5mm hex drive, part # 31-301852 from lot zb171204, was returned and evaluated against the complaint. Visual inspection of the bit found the tip to be fractured. The fractured portion was not returned. The handle exhibits discoloration spots. Wear marks and discoloration spots are also present on the shaft near the fractured tip. Fracture analysis demonstrated that the part fractured due to torsional overload. Material analysis found the material conforming. DHR was reviewed and no discrepancies relevant to the reported event were found. The instrument was on field over 5 years. It is unknown for how many times these devices had been used before fracture. Based on the information available, the root cause was determined to be normal wear during use. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Report source: foreign country: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2019 - 04871.

Event description:
It was reported that the patient was revised approximately seven months post implantation due to device fracture at the junction of the mating implants. During the revision, the screw driver that fixes the set screw into body and the stem broke. A second device was used to complete the procedure. No adverse events have been reported as a result of the malfunction. Attempts have been made and additional information on the reported event is unavailable at this time.